Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4: batch #632d38. Updated data: d4 (expiration date). Corrected data: d4 (UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired. The batch number on the reload showed that the reload was expired as of may/31/2022. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 632d38, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No malformed staples or other issues were visibly noted at the staple line. 2. How was the bleeding controlled? Bleeding was controlled using a green titanium weck clip. 3. How much blood was lost (ml)? Insignificant amount of blood lost. 4. Did the patient require a transfusion? No. 5. Could you please provide more details about the type of oozing? There was a gastric bleed that was pulsating through the staple line. It was quickly controlled with a clip and did not cause persistent issue that required additional attention. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #a98d31, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, it was observed that the white reload seemed to have a malformed staple where a short gastric vessel bled through the staple line (closer to the distal end). A clip was placed to ligate tissue and control bleeding. For the remainder of the case, it sounded like the motor of the stapler was working harder than usual. Specifically noticeable on the last white firing where only a small portion of the stomach was fired. The staple line was checked and noted to be intact. There was no patient consequence nor surgical delay reported. No additional information provided.